Manufacturer narrative:
H10: the device was not returned for evaluation however a video and a picture of the impacted prismaflex m100 set c were provided. The visual inspection observed an external fluid leakage from the drain bag. The reported condition was verified. The cause was supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that shortly after treatment started with a prismaflex m100 set, an external fluid leak was observed due to a damaged effluent bag. There was no patient injury or medical intervention associated with this event. No additional information is available.